Manufacturer narrative:
Patient codes: 2100 labeled 1964 labeled 1762 labeled, 1770 labeled 1942 labeled 2206 labeled, 1829 labeled. Internal file number: (B)(4). Correction: death. The investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional device referenced is being filed under separate medwatch reports.

Event description:
Subsequent to the follow-up filed report, the following information was received: on (B)(6) 2019, the patient was readmitted for heart failure and recurrent mitral regurgitation (mr). On (B)(6) 2019, a second mitraclip procedure was performed to treat the slda. One clip (90129u120) was implanted, reducing mr from 4 to 1-2. Six hours post-procedure, the patient experienced cardiac arrest and a stroke. Cardiopulmonary resuscitation (CPR) was performed and the patient improved; however, was diagnosed with ischemia and gastrointestinal (gi) problems. On (B)(6) 2019, the patient died. An autopsy revealed thrombus formation around the slda clip. It was suspected that the second clip that was implanted to treated the slda clip may have caused the thrombus to embolize to the mesenteric artery. The physician stated the thrombus was the possible cause of death. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: method code 4114 was removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that there was bi-leaflet prolapse. Two clips were successfully deployed, reducing mr. A third clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. After deployment, the third clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). A fourth cds was advanced in an attempt to treat the slda, but there was interaction with the second clip, and the physician decided to not deploy the clip and remove the cds. No further treatment was attempted. Three clips implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.